Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blank display, damaged battery cap and battery out limit alarm. The customer's blood glucose level was 240 mg/dl. The customer stated that it was the first time the pump shut off in her sleep. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer received battery out limit and bad battery in the alarm history. The insulin pump was not returned for analysis.